Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by donauspital wien, in austria. The title of this report is ¿surgical revision for complications after gamma 3-nailing osteosynthesis of proximal humeral fractures¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://doi.org/10.1007/s00113-019-0607-y. Within that publication which involved 1500 patients, post-operative complications were reported, which allegedly occurred from 2008 to 2013. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (2) cases of fissures that occured when the nail was inserted followed by revision. The report states: ¿ it is notable that the feared complication of intraoperative shaft splitting only occurred in 2 out of 1,500 cases (0.13%) and was only responsible for 2.66% of the total complications (.....).¿